Manufacturer narrative:
There was one call service (cs) 012 alarm observed in the black box history on (B)(6) 2015 at 02:57. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no cs alarms. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported cs alarm issue was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.